Event description:
Event description guidant received information that this boxed unit/cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found with a pre-implant battery status of mol, 2.84v. It was reported that the device will be returned to guidant corporation for analysis.